Event description:
It was reported that stent damage occurred. The 70% stenosed, 20x3.0mm, eccentric and the de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained between a 45 and 95 degree bend. A 3.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.